Event description:
A hospital in (B)(6) reported via our distributor that the feedsets of two mr290 humidification chambers 'broke' when they opened the rt200 breathing circuit kits. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint mr290 chamber is currently en route to fisher & paykel healthcare (B)(4). We will provide a follow up report upon completion of our investigation.